Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 3. The total drain volume reported was 3376 ml, which meets iipv criteria. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. (B)(4) followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified of insufficient drain, one or more cycles advances to next fill when slow or no flow occurred above the minimum drain volume threshold. The nurse confirmed that there was no patient injury or medical intervention associated with this report and the home patient was doing well with treatments on the new homechoice device. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, one or more cycles advances to next fill when slow or no flow occurred above the min drain volume threshold. The device will be routed to the service area.